Event description:
Report received of an independent rate change. The patient was being treated for pre-term labor receiving lactated ringers at 30ml/hour and magnesium sulfate at 20ml/hour. It was not recalled which IV was hanging on the primary/secondary lines. The customer contact reported that when checked the ivs with the initial assessment between midnight and 01:00, the customer noted that the rates were both at 40ml/hour. The rn reprogrammed the pump with the correct rates of 30ml/hour and 20ml/hour. It was reported that the rn from the shift before would have checked the pump around 22:00 to clear the shift total and verify the settings. The pump did not alarm at all on the night shift and was plugged into ac power all night. Between 05:30 and 06:00, when the rn was clearing shift totals, the customer noted that the rates on both lines were again at 40ml/hour. The pump was removed from clinical service at this time and sent to the biomedical department. There was no reported adverse patient event and no medical interventions were required. Though requested, there was no further information available.